Event description:
It was originally reported that the device was jammed. Upon preliminary evaluation in 2007, device was reported with a broken tip/straight shots. The post evaluation findings of 2007, revealed that the tip was broken and the instrument noted to produce straight constructs.

Manufacturer narrative:
The subject product was found to produce straight shots due to a broken tip.